Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she was changing the set and the reservoir and she couldn't push a reservoir. Customer then got out another reservoir. Customer stated that she had this issue about 3 days ago. Customer had difficulty priming. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer did not put the set in the pump and stated that the issue happened during manual prime. Customer had the same issue occur 3 days prior.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.